Event description:
It was reported that during an unknown procedure, it was observed that the device was not working properly that while inserting the battery, there was a continuous firing sound coming from the device. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 06/18/2025. B3: only event year known: 2025. D4: batch # 850c88. Additional information was requested, and the following was obtained: please explain in detail what was the issue with the device. Was the firing sequence started but not completed? No- pls refer the complaint form info. If yes: did the device deliver any staples? No, pls refer the complaint form info. If yes, were the staples formed properly? No, pls refer the complaint form info. If yes, was the staple line complete? Pls refer the complaint form info. Did the device cut? Pls refer the complaint form info. If yes, was the cut line complete? Pls refer the complaint form info. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Pls refer the complaint form info. Was there any difficulty opening the device? Pls refer the complaint form info correctly. If yes, how was the device removed from the patient? Pls refer the complaint form info. If yes, did the jaws eventually open? Pls refer the complaint form info. Is the current patient status known? - pls refer the complaint form info. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? ¿ no surgeon used another gun and compelted case- pls refer the complaint form info correctly. Note- while inserting the battery in the gun, firing sound started hence dr didn¿t use the gun and change the new pvs gun & completed the case. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with no reload present. During the functional test, a sound of a motor was heard, and the knife didn't move forward to the lockout position, this is consistent with a device been bailout. The device was disassembled to verify the condition of the internal components and the lever bailout was damaged due to interaction with the cam bailout. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. It is possible that an outside the normal use force was applied on the lever bailout as it was pushed down once the device was bailout. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 850c88, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.